Event description:
During procedure, ventilator failure noted. Staff able to hand ventilate patient until equipment was switched for a different ventilator. Procedure completed. A representative from the company is coming to service the equipment.